Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that impedances were normal. It was stated that the neurosurgeon suggested leaving the device off for a while to see how the patient does. The daughter of the patient contacted the rep on (B)(6) and said the patient went wild after they turned it on again. The patient has another appointment with their neurologist and they will ask them to turn it down. See related regulatory report 3004209178-2016-26938.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37603, serial # (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator.

Event description:
The manufacturer representative (rep) reported that the patient was experiencing sharp, poking pain over both implantable neurostimulators (ins) and across the chest for the past ten days. This started ten days prior to (B)(6) 2016. The pain did not happen every day necessarily and there could be a couple of days in between occurrences. The pain occurred one to two times a day and lasted for a minute or two. It did not seem to be related to position or activity. The patient was uncomfortable enough to want to shut the stimulation off. The therapy benefit was unchanged. The patient¿s daughter noted that the patient falls and it tends to be backwards. The patient had not had any surgeries or scans to the rep¿s knowledge. The healthcare provider (hcp) later reported that there was no known loss of stimulation. The patient¿s daughter reported intermittent ¿vague¿ pain. No diagnostics had been done at the time. The patient later reported that they were thinking that from her many falls the inss and/or wiring had come loose. The system was turned off for six days, from (B)(6), and turned back on. She fell on (B)(6) 2016 and grabbed both inss and felt the pain again. This was the only instance during the time period of having the inss off when she felt the pain sensation. The rep met with the patient on (B)(6) 2016 to try and troubleshoot the issue. The impedances for both systems came back within normal limits. The rep palpated both inss, which did not illicit the pain the patient had been experiencing. She was getting great therapy with the stimulation. The pain was not constant with stimulation on and occurred when she fell, which was about once per day. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders. Refer to manufacturing report #3004209178-2016-26938 as the patient had two inss and it was not specified if one, or both, were the cause of the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the caller was wondering about whether the deep brain stimulation (dbs) therapy could cause aggression in patients and that their managing physician did not think aggression was related to the dbs system. The patient fell in (B)(6) 2016 and the patient was having pain after the fall and they were concerned the dbs was involved in the patient's pain so they turned stimulation off and then the pain issue resolved. They decided to turn stimulation on and the patient had a return of the pain in (B)(6) 2016 and they turned stimulation off for about 2.5 weeks. They then decided to turn stimulation back on (B)(6) 2017 and the stimulation was at 4.5v at this time. The caller noted the patient was becoming more aggressive and bit a caregiver on (B)(6) 2017.the family turned down stimulation on (B)(6) 2017 and the aggression resolved. Please reference reg report # 3004209178-2016-26938 for the related ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.